Manufacturer narrative:
The following correction has been updated in this report. Section "model number", "catalog item identifier", "serial number", "product UDI" in box d, g h has been updated/corrected.

Event description:
The manufacturer received information eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response, respiratory illness, increased/recurrent sinus infections, heart, problems. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, inflammatory response, respiratory illness, increased/recurrent sinus infections, heart, problems. There was report of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.